Event description:
Complainant indicated that the staff was attempting to pace a male pt (age unk), but that the device would not power up or operate while plugged into ac power. The clinicians paced the pt using battery power, but the device batteries would only retain their charge for about 10-15 mins. The clinicians continued to change the batteries, until they eventually obtained another device to pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.